Event description:
A caller reported that the insulin gauge on their pump was displaying an unexpected amount, and this issue began the night before and persisted into the current day. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how the discrepancy could occur due to large variance in measured pressures affecting the insulin measurement, and explained the gauge would begin to count down normally once the insulin matched the static display. The caller understood and acknowledged this information.